Event description:
The device was used during an oopherectomy/salpingectomy procedure. Reportedly, the iliac vein and artery and the right hypogastric vein and artery were lacerated. The surgeon performed a laparotomuy to control the bleeding. The patient suffered massive bleeding and expired that afternoon.